Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was nonfunctional. No device malfunction was suspected. The patient underwent an ipg replacement procedure. The patient was successfully reprogrammed and was doing well postoperatively. The explanted ipg was not returned.